Event description:
Customer reported the act button on the insulin pump was not working. Customer¿s blood glucose was 102 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.